Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 600 mg/dl and blood glucose value was 123 mg/dl at the time of call. Customer treated with boluses and manual injections. Customer stated that the drive support cap appears normal. Customer declined to perform the high pressure test. Customer was advised to change entire set and treat as per healthcare professional¿s instruction. Insulin pump was returned for analysis.